Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. Testing of the device confirmed the device gave a "double beep" alarm even with cassette attached.the investigation determined the device's downstream occlusion sensor was no longer reacting. The component was replaced to address this issue. The cause of the component problem was not established.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump emitted double beep without cassette. There was no patient involvement in the reported event.